Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique. Additional product codes added.

Event description:
Customer complains of erratic results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 80-150mg/dl fasting. Verified the strips expire 02/28/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test: 197mg/dl and 179mg/dl not fasting. Reviewed meter memory: 1:169mg/dl (B)(6) 2015 08:46:00 am fasting:yes. 2:531mg/dl (B)(6) 2015 08:44:00 am fasting:yes. 3:176mg/dl (B)(6) 2015 05:54:00 pm fasting:yes. 4:225mg/dl (B)(6) 2015 05:53:00 pm fasting:yes. 5:142mg/dl (B)(6) 2015 08:36:00 am fasting:yes. Customers concern:the customer is concerned about the results she received on (B)(6) 2015 @ 8:46:00 am 169 mg/dl and 531 mg/dl @ 8:44:00 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 80-150mg/dl fasting. Verified the strips expire 02/28/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test: 197mg/dl and 179mg/dl not fasting. Reviewed meter memory: (B)(4). Customers concern: the customer is concerned about the results she received on (B)(6) 2015 @ 8:46:00 am 169 mg/dl and 531 mg/dl @ 8:44:00 am. No adverse event reported.